Event description:
On march 17, 2008, oscor was notified by the customer that in 2007, this lead was explanted because it was dislodged; would not stay in place. The device was actively implanted for approximately 3 months.

Manufacturer narrative:
On march 18, 2008, a letter was sent to the physician trying to obtain this lead for analysis and any additional information regarding the event. On march 24, 2008, the physician replied stating this lead migrated to the atrium; was non functional, could not be removed and remains in the patient (capped). In 2007, a new active fixation lead was placed in the right ventricle. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.